Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.6 cm diameter abdominal aortic aneurysm. The left external iliac was about 7.5 ¿ 8.0mm. It was reported that the patient presented with pain in the left leg. A CT scan found that the left limb, that was implanted in the left external iliac artery intentionally for distal seal, had narrowing in the proximal left external iliac artery. The narrowing was in a plane that was not appreciated at the time of the implant. The limb was occluded up to the flow divider. The left femoral artery was surgically exposed and a fogerty balloon was used to de-clot the limb successfully. Another manufacturer¿s covered balloon expandable stent was deployed to dilate and hold open the stenosis, which successfully restored the flow to the left. The physician stated that the cause for the limb occlusion was a stenosis that was from 5.9 ¿ 6.5mm in the left external iliac that was dilated at the time of initial implant but must have recoiled over time or not been fully dilated in a obliquity (plane) that was apparent on the angiogram done at implant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)